Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that the ampule fell out and shattered. Per email: we were notified of a complaint from a customer stating chloraprep ampule fell out and shattered. A photo was received as a sample and the reported issue has been confirmed, please see attached photos. We want to ensure that you are aware of this issue and we do require a response at this time. There are no samples currently available to return at this time, we will reach out to you if a sample becomes available at a future time. Please reference the complaint number below in all future communication, for documentation purposes.

Manufacturer narrative:
Your facility provided photo to aid in our quality engineer¿s investigation. With the photo provided, bd was able to confirm the failure mode as it shows the end cap detached and glass ended up on the floor. A device history record was reviewed and no non-conformances were noted during the manufacturing of this lot 0327867. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally.

Event description:
It was reported by the distributor that the ampule fell out and shattered. Per email: we were notified of a complaint from a customer stating chloraprep ampule fell out and shattered. A photo was received as a sample and the reported issue has been confirmed, please see attached photos. We want to ensure that you are aware of this issue and we do require a response at this time. There are no samples currently available to return at this time, we will reach out to you if a sample becomes available at a future time. Please reference the complaint number below in all future communication, for documentation purposes.